Manufacturer narrative:
Follow-up #1: date of submission 9/10/15 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings:. Pump was returned with all of the keypad buttons responding properly. No physical damage on keypad. Removed keypad- no contamination found. Unrelated to the complaint, there is a dim display- letters have a red hue. Audio bolus button is torn- still operable.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).